Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The date of the event is an approximation. This is 2 of 2 reports of medical intervention that occurred two separate times. According to a report received via the distributor, an hcp (healthcare professional) reported that on the day of the event on (B)(6)2025, the patient experienced inaccurate cgm readings. While no specific symptoms were reported, the patient was transported to the hospital by ambulance on the same day. Upon arrival, a fingerstick blood glucose test was performed. The cgm reading at the time indicated ¿low,¿ whereas the actual blood glucose level measured was 17.5 mmol/l. Ketone levels were also assessed and found to be 0.5 mmol/l. The patient received treatment consisting of intravenous insulin and a saline solution. They were discharged the following day. No documentation was provided regarding further medical evaluation or intervention. At the time the report was submitted, the patient was noted to be fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction. D1 brand name - correction. D4 catalog no - correction. Primary UDI number - correction. G3: date received by mfg - correction. G4 PMA / 510k (premarket numbers) - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/13/2025.